Manufacturer narrative:
Event date: this event occurred during the unspecified date of may 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 300ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower right seam. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: the reported issue is for a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag that leaked from the lower right seam. This report is a duplicate of manufacturer report number 1416980-2022-03113. All information can be found under that manufacturer report number 1416980-2022-03113. Should additional relevant information become available, a supplemental report will be submitted.